Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that there was difficulty inserting the cutting burr into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.